Event description:
A report was received that the patient was experiencing pocket pain. The physician has recommended a pocket revision procedure.

Event description:
A report was received that the patient was experiencing pocket pain. The physician has recommended a pocket revision procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received that the patient will not proceed with the revision at this time. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.